Event description:
Procedure: vats/bleb. Reportedly, the instrument was fired, but the handle was locked with three staples in the tissue. Then another sulu was reloaded and fired, but the distal end of the anvil would not close. Ultimately, an open procedure was performed to complete the procedure.